Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
New information received indicates that this device was explanted.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis following explant. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was nearing end of life (eol) after three years in service. The patient is 100% pacemaker dependent however the physician alleged the device depleted faster than expected. Boston scientific technical services (ts) noted that the device is programmed to high outputs and a high lower rate limit. Based on this programming, the impedance measurements and pacing therapy needed both of which are unknown a higher than expected battery drain could be observed. No adverse patient effects were reported. As of today the device remains in service.